Event description:
Hepatic infarction[hepatic infarction]. Biliary pleuritis[biliary tract disorder]. Case description: spontaneous literature report. A pt, with a medical history of tuberculosis at the early age, gastric cancer, acute pancreatitis of a late age for which they were hospitalized in 2001, treatment for liver function failure since about 20 years, diagnosis of chronic hepatitis type c, suffering from hepatocellular carcinoma diagnosed on the basis of the results as well as hemotological findings, received a transcatheter arterial embolization (tae) with epirubicine hydrochloride 40 mg, iodine additional products of the ethylesters of the fatty acid obtained from poppyseed oil (lipiodol ultra fluide) 3 ml and gelation sponge (spongel) particles injected from the anterior segmental branch of the right hepatic artery. A CT scan for judging the effectivness of the treatment did not show sufficient accumulation of lipiodol in s8 tumor, while it showed accumulation in s7 tumor although additional treatment was judged necessary. Percutaneous ethanol injection therapy (peit) was selected in this case because of the lesions adjacent to the portal vessel. A dynamic CT (dy-CT) scan 3 months later revealed disapperance of the contrast effect as well as accumulation of lipiodol in s7 tumor and the effectiveness of the treatment was judged to be well. In s8 tumor, the contrast effect remained and the targeted necrosis effect was not obtained. At this time, abnormalities of blood flow were not observed in the hepatic artery and the portal vein, and prfa was performed in s8 tumor as additional treatment for 8 minutes (ended in 8 minutes because of pain). However, a fever of 39 c developed with increased ast 545 u/ml, alt 858 u/ml and ldh 554 u/ml 2 days later. A dy-CT revealed nercrosis including the entire s8 tumor and liver infarction expanding under s8 dome in the periphery of the cauterized area. Five days later improvement was observed with ast 62 u/ml, alt 149 u/ml, and ldh 248 u/ml owing to the use of antibiotics and liver protective therapy, and the pt was discharged without fever. However, 7 days later sudden fever and blood pressure fall developed. A diagnosis of septic shock was made because e.coli was detected from blood culture, moreover, dy-CT revealed expansion and evolution of the range of infarction. General conditions became stable owing to re-administration of antibiotics and liver protective therapy, and the pt was discharged without fever 2 months later. The course had been satisfactory for about 6 months, however, the pt was hospitalized again because of jaundice, fever, and slight retention of right pleural effusion in 2002. Examination of the blood on re-admission showed increased t-bil 9.7 m g/dl, d-bil 8.2 mg/dl and crp 14.04 mg/dl. The mrcp revealed marked cholangiectasis in the periphery of the infarction area. A diagnosis of biliary pleuritis was made because of the turbid yellow pleural effusion and t-bil 10.3 mg/dl in the pleural effusion. Drainage of the pleural space was started from 5 days later because of the pleural effusion increasing remarkably. The ercp 8 days later revealed dilatation of the right bile duct and a fistula to the thoracic cavity. Thus, the cause of biliary pleurtis was the fistula between the bile duct and the thoracic cavity. Endoscopic nasobiliary drainage (enbd) was performed, and the tip of a catheter was placed on b8 branch. Endoscopic surgery for adhesion was performed with minocycline hydrochloride (minomycin) 625 mg the following day. A tube stent was placed on b8 branch after confirmation of the fistula closure 2 months later. The pt was subsequently discharged without jaundice, fever, and right pleural effusion, and observed as an outpatient. Observation was ongoing without a recurrence of hepatocellular carcinoma. The reporting physician assessed the event hepatic infarction as unrelated to epirubicin. Submission of a report does not constitue an admission and the medical personnel user facility, distributor, MFR or proudct caused or contributed to the event. Case comment: the author commented that hepatic infarction had developed because of impairment of tissues and blood flow due to tae, peit, and the bile duct injury. The company is in agreement with the author, in addition particles from the gelation sponge most likely contributed to the event.